Event description:
User stated they were getting negative numbers or values cut in half on multiple assays. At least 20 patient samples were affected. Only the following four examples were provided. All repeat testing was performed on another analyzer at the site. For total protein: sample 1 initial result was 4.7 g/dl, repeat was 6.9 g/dl; sample 2 initial result was 4.4 g/dl, repeat result was 6.5 g/dl. For ast: sample 1 result was 21 u/l, repeat result was 49 u/l; sample 2 initial result was 13 u/l, repeat result was 24 u/l. Discrepant results were reported, but user did not know how many. The customer could not provide any information regarding patient status or history, or if any treatment was received as a result of the discrepancies. The field service representative determined the tubing for rinse nozzle 2 was off at the vacuum manifold, causing the cells to overflow. He replaced the tubing on the vacuum manifold, cleaned the rinse nozzles and associated valves. Performance tests were performed.